Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the implantable neurostimulator (ins) ¿didn¿t work.¿ premature battery depletion was noted. There were no known factors that may have led or contributed to the issue. The ins was replaced and the issue was resolved. No symptoms were reported.